Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported by the legal brief, the female patient underwent a left total hip arthroplasty surgical procedure on (B)(6) 2013. Patient had a revision surgery performed on (B)(6) 2020 due to "catastrophic poly wear" and "metallosis."

Manufacturer narrative:
After further review of additional information received the following sections d1, d4, d10, g3, g4, g6, h2, h3, h4, h6, h7 and h9 have been updated accordingly. Section d10: concomitant product - 12/14 zirconia head 28mm +0mm neck (cat# 148-28-00 / serial# (B)(6)) (h3) based on the available information, the revision reported may have been the result of a combination of the risk factors including but not limited to use error, implant positioning, implant size selection, and patient factors, which led to polyethylene wear, metallosis, and osteolysis. However, this cannot be confirmed as the devices, radiographs, and operative notes were not provided.